Manufacturer narrative:
Other relevant device(s) are: product ID: 9735795, serial/lot : (B)(4). A medtronic representative went to the site to perform a system check out, and the monitor and monitor cover were replaced. The system functioned as intended. B01, c20, d15 are applicable to the system checkout. The monitor was returned for product analysis. The returned monitor had been impacted along the right and left edge with a crack across the display. Otherwise, the monitor displays a good image, but the touch function was not working. B01, c02, d02 are applicable to the monitor analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site's main cart monitor had a crack on the side and was accidently hit by anesthesia. The crack went across the screen. The monitor display was now distorted on both screens. There was no patient involvement.